Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was inquired by the patient, who had called with questions about general usage for their external devices, if it was normal for the stimulation to be off or at zero when they did not knowingly take steps to turn stimulation off? Patient services asked for clarification about whether or not the patient had used the equipment and changed programs because normal operation includes: stimulation was turned off between program changes, however the patient was not sure, because they had only used one program. They noted they were not sure what date this had happened in the pastand that when it was discovered, they turned stimulation back on. The patient expressed understanding that it was a possibility that they may have used the equipment and accidentally changed programs and the stimulation may have been off because of that action. The patient was going to monitor the issue. Patient services offered and sent an online education video link. It was also noted that the patient's relevant medical hi story included if the patient turned stimulation up, they noticed the feeling of stimulation/vibration and after a short while they no longer noticed it. Patient services also reviewed normal stimulation sensation information. The patient expressed understanding of normal stimulation.